Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2026. It was reported that during the procedure, the first band was deployed normally. The second band could not be deployed, then the 2nd, 3rd and 4th bands were adhered together and then deployed together. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Imdrf device code a150103 captures the reportable event of bands premature deployment. Block h2: device evaluation: block h11: investigation results: the complaint device was not returned therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported events. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported events. There is not enough evidence to determine whether the issues were induced due to the technique of the physician during the procedure or were related to a device malfunction. Without proper evaluation of the device, it remains unknown the causes that contributed to the events. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.